Event description:
A malfunction was reported on the customer's pump, specifically identified by the malfunction code 16, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Customer technical support assisted the caller by providing information to reset the pump, which resolved the malfunction. The pump did not exhibit the same issue after the reset, and the customer was advised to continue using the pump while monitoring for any recurring malfunctions.